Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter had a battery indicator issue. The patient admitted that the meter was dropped on an unknown date/time. After dropping the meter, the patient claimed that she developed symptoms of dizziness and feeling sick. She indicated that the alleged battery indicator issue started a week earlier on an unspecified date/time. The patient administered self-treatment by increasing her insulin by 15 units. It is unclear if one or more doses were increased. The patient did not report seeking or receiving medical intervention because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient replaced the meter's battery but claimed that the device was still showing low battery. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the meter had a battery indicator issue that was not resolved with troubleshooting. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.